Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail balloon ruptured at 5 atms on the iniital inflation. The pt was asymptomatic during this event. The lesion being treated was a restenotic chronic total occlusion in the proximal lad coronary artery. The physician used a terumo introducer sheath for vascular access and a terumo runthrough guidewire and a bsc 6 fr mach1 fl4 guide catheter to cross the lesion. It is noted that resistance was met with insertion of the balloon catheter. The physician thought that the balloon may have come in contact with the edge of previously placed the edge of stent causing the rupture. The maverick2 monorail balloon was removed and replaced with a sprinter 1.5/20 mm balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.